Manufacturer narrative:
Upon investigation it was found, all testing of this pad was normal. It appears as though the electrical outlet the customer used caused the plug to malfunction and cause this event. This was not a bce defect.

Event description:
Customer called and stated the plug got very hot and black.